Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "814:04 ". This condition has the potential to cause an interruption of delivery. This condition was found in the biomed service department. This event occurred during programming/setup. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is vista minor (5.04.00).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:04 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a failure in ail (air in line) board. The ail board was replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.